Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: both coils missing') and pregnancy with contraceptive device ('pregnancy (no complications) / pregnancy (with complications)') in an adult female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". Concomitant products included ketorolac tromethamine (toradol). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced feeling abnormal ("brain fog"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain ("pain abdomen") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pain"), anxiety ("anxiety") and depression ("depression"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, alopecia, feeling abnormal, anxiety, depression and abdominal pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, feeling abnormal, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2012 insertion details- left- 5 and right- 4 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: negative. Lot number: 946767 manufacture date: 2012-01 expiration date: 2015-01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received: events: anxiety, depression, abdominal pain were added. Pregnancy outcome was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: both coils missing') in an adult female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". Concomitant products included ketorolac tromethamine (toradol). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and feeling abnormal ("brain fog") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, alopecia and feeling abnormal outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered alopecia, device dislocation, dysmenorrhoea, feeling abnormal, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2012. Insertion details- left- 5 and right- 4 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: pregnancy test negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs+mr received- lot number were added. Event injury updated to pain. New events pregnancy (no complications), device ineffective, migration of essure device location of device: both coils missing, dysmenorrhea (cramping), hair loss brain fog, brain fog, patient did not undergo essure confirmation test were added. New reporter, patient information, lab test were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: both coils missing') in an adult female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". Concomitant products included ketorolac tromethamine (toradol). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and feeling abnormal ("brain fog") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, alopecia and feeling abnormal outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered alopecia, device dislocation, dysmenorrhoea, feeling abnormal, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2012 insertion details- left- 5 and right- 4 coils were seen diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: pregnancy test negative.. Lot number: 946767 manufacture date: 2012-01 expiration date: 2015-01 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.